Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025, prior to attending school, the patient experienced erratic readings from their cgm, which was reportedly providing both high and low values inconsistently. One notable discrepancy included a cgm reading of ¿low¿ while a bg meter read 230 mg/dl. The patient was using an omnipod insulin pump at the time, and the reporter indicated that the pump was not functioning properly due to the fluctuating cgm values. Despite these issues, the patient proceeded to school. At an unspecified time after arrival, the patient reported numbness in the arms and legs and visited the school nurse. The nurse contacted the patient¿s parent, who then picked the patient up and brought them to their primary care provider (pcp). The pcp recommended that the patient be taken to the emergency room (ER). Upon arrival at the ER, the patient continued to experience symptoms. No cgm or bg meter readings were documented at that time. The patient was treated with an unspecified IV drip. Following several unspecified tests, the patient was diagnosed with dehydration. They were observed in the ER for six hours and discharged with instructions to return if symptoms persisted. At the time of the report, the patient was described as ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.